Event description:
During a coil embolization procedure, the delta plush coil did not detach. The procedure was completed the procedure with a new coil and without any reported serious injury. A sl 10 microcatheter and enpower box were used during the procedure. The component will be return for analysis.

Manufacturer narrative:
The proximal end of the coil was returned stretched. Due to the way the coil was returned unsheathed and packaged this damage may have occurred post-procedurally. Upon receipt, the device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. The detachment fiber received heat and melted as designed. The dpu passed post-detachment testing. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment during the procedure cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. While not directly related to the coils detachment difficulty, it was found that the sheath was embedded and severed inside the resheathing tool¿s v notch. This would have caused a binding action between the dpu, sheath, and the coil. It may have caused damage to the distal tip of the dpu and damaged the proximal end of the coil. This binding action would have also produced significant resistance during the coils advancement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3.'' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the delta plush coil did not detach. The procedure was completed with a new coil and without any reported serious injury. A sl 10 microcatheter and enpower box were used during the procedure. Prior to the event, it was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box, and there were no faults indicated on the detachment control box at any time. Pre-deployment test was performed. After the event, the same cable and dcb were used with the next device. The devices are available for analysis. After the event, the device was not damaged (stretched, kink, bend, fracture, separated, etc). The component will be return for analysis. The proximal end of the coil was returned stretched. Due to the way the coil was returned unsheathed and packaged this damage may have occurred post-procedurally. Upon receipt, the device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. The detachment fiber received heat and melted as designed. The dpu passed post-detachment testing. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment during the procedure cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. While not directly related to the coils detachment difficulty, it was found that the sheath was embedded and severed inside the resheathing tool's v notch. This would have caused a binding action between the dpu, sheath, and the coil. It may have caused damage to the distal tip of the dpu and damaged the proximal end of the coil. This binding action would have also produced significant resistance during the coils advancement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There was no discrepancy with testing of the returned device. Although a definitive root cause cannot be determined based on the available information, it appears that procedural factors likely contributed to the reported event. Therefore no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the delta plush coil did not detach. The procedure was completed with a new coil and without any reported serious injury. A sl 10 microcatheter and enpower box were used during the procedure. Prior to the event, it was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box, and there were no faults indicated on the detachment control box at any time. Pre-deployment test was performed. After the event, the same cable and dcb were used with the next device. The devices are available for analysis. After the event, the device was not damaged (stretched, kink, bend, fracture, separated, etc). Additional information will be submitted within 30 days of receipt.